Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023 a 25mm stented porcine,mit,epic and a 19mm stented porcine,mit,epic was selected for a double valve replacement. During the procedure, hemorrhage observed from the left ventricle when it was attempted to wean off the heart-lung machine. There is possibility that epic stent-post interfered with the patient's left ventricular rupture, which may have led to hemorrhage. It was reported that the 25mm stented porcine,mit,epicit was explanted and a 23mm sjm masters series heart valve w/teflon cuff was implanted as a replacement. It was reported that the patient passed away on (B)(6) 2023. The cause of death was hemorrhage due to left ventricular rupture relating to the 25mm stented porcine,mit,epic.

Manufacturer narrative:
An event of patient death due to hemorrhage due to bleeding from the left ventricle was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The event was reviewed by abbott medical affairs which found that the site of bleeding was not able to found and there is no indication that the bleeding was successfully controlled. Although there was a question raised whether the bleeding may have been caused by a stent post perforating the posterior wall of the left ventricle; this was unlikely considering the low profile of the 25mm epic mitral valve stent post. The more likely cause of this event is a posterior atrioventricular (av) groove disruption (type I) in a patient that likely had mitral annular calcification. However, without further details regarding the intra-operative findings it is not possible to determine the exact cause for the left ventricular rupture. The cause of death is most likely procedure related. There is no indication of a product quality issue with regards to manufacture, design, or labeling.na

Event description:
It was reported that on (B)(6) 2023 a 25mm stented porcine,mit,epic and a 19mm stented porcine,mit,epic was selected for a double valve replacement. During the procedure, hemorrhage observed from the left ventricle when it was attempted to wean off the heart-lung machine. There is possibility that epic stent-post interfered with the patient's left ventricular rupture, which may have led to hemorrhage. It was reported that the 25mm stented porcine,mit,epicit was explanted and a 23mm sjm masters series heart valve w/teflon cuff was implanted as a replacement. It was reported that the patient passed away on (B)(6) 2023. The cause of death was hemorrhage due to left ventricular rupture relating to the 25mm stented porcine,mit,epic.